Event description:
From 10/93 to 1/94, 6 hospital employees and 3 visitors have reported injurying their fingers when assisting patients to recline and decline in the chairs. There appears to be a danger of catching your fingers in the foot rest mechanism. The injuries have ccurred when employees and visitors have assisted a patient seated in the chair but unable to recline it into a reclining or declining position. A product alert has been issued. The nursing staff follow-up has included: issuing a product alert memo with emhasis on the potential hazard; staff inservicing on how to position chair safely; notification of manufacturer.